Event description:
Boston scientific rec'd information that this right ventricular (rv) lead exhibited intermittent loss of capture. Programming options were attempted, but did not resolve the loss of capture. It was noted that the pt had complete heart block; therefore, the lead was explanted and successfully replaced. It was suspected that the lead had caused a perforation. It was noted that the lead was sent to the hospital's pathology department. At this time this product has not been returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.